Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2013-18603 and 1627487-2013-18604. The pt has 2 model 3166 leads (from the same lot) implanted as part of his pns (off label) system. It was reported the patient experiences ineffective stimulation. The pt indicated stimulation faded in and out. The sjm rep is to meet with the pt and perform diagnostics. Surgical intervention may take place at a later date to address the issue.